Event description:
A healthcare professional reported sometimes it was hard to get the illuminator out of the cannula without removal of cannula. It was also reported that sapphire wide angle (swa) illuminator had an extra piece of plastic at the tip of the illuminator which did not allow it to enter the cannula and sometimes the wa illuminator also presented a kaleidoscope effect. The procedure details and the patient impact was not reported. This is one of two reports. Additional information was received from the reporter indicating there was no patient harm or procedural impact during the vitreo-retinal procedure. No further details available to provide.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).